Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. At the end of the procedure all catheters were removed, and the patient's blood pressure was dropping per the anesthesiologist. The intracardiac echo (ice) catheter confirmed that the patient had a cardiac tamponade. The patient was also treated with medication to elevate the blood pressure. They waited for about 15 minutes and the effusion had gotten larger and was confirmed via the ice catheter. A pericardiocentesis was done by an interventional cardiologist. The patient was hemodynamically stable. There was approximately 250cc'c of fluid removed and the drain was left in place and additional fluid was removed for a total of about 1 liter of fluid. The patient did not require surgical repair. The patient was given 50ml of protamine at the end of the procedure. While the patient was in the pacu more fluid was removed and the patient's ptt levels were then elevated to about 90 and the patient received an additional 50ml of protamine and ffp. The patient's effusion stopped draining and an echo confirmed the effusion was resolved. The patient's drain was removed today (next day after procedure) and the patient will be discharged later today or tomorrow. The physician is not sure what may have caused the effusion. They were using 50 watts in the left atrium. Additional information was received on the event. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient was held for an additional day due to the drain. Irrigated catheter was used in the procedure and the flow settings were pre rf time ¿ 2sec, post rf time ¿ 5sec, low flow ¿ 2ml/min, high flow ¿ 8ml/min, 15ml/min, pre rf time ¿ 2sec, post rf time ¿ 5sec, low flow ¿ 2ml/min and high flow ¿ 8ml/min, 15ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were dashboard, vector & visitag with the visitag module parameters for stability set at 2mm; 3sec; 25% over 3g; 3mm with no additional filter and impedance for the color option.